Manufacturer narrative:
Insulin passed displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery test. No motor error alarm noted during testing. Unit was received with unable to prime at 4.0 lbs during prime test. Unable to determine the root cause or perform the motor test due to product preservation. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump alarmed motor error. Customer¿s blood glucose was 150 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery test. No motor error alarm noted during testing. Unit was received with unable to prime at 4.0 lbs during prime/compromised force sensor system test due to a faulty force sensor resistor. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip.